Manufacturer narrative:
This follow-up report is being filed to correct information that was previously reported in error. Initial procedure was performed on (B)(6) 2003 and not (B)(6) 2013 as was previously reported.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised (B)(6) 2014 due to malpositioned acetabular cup. The modular head and acetabular cup were removed and replaced.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised (B)(6) 2014 due to malpositioned acetabular cup. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure."